Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the device tested positive for microorganisms in reprocessing. The device has been returned to olympus for further evaluation. Attempts are in progress to retrieve the customer's microbial test results and additional information. No patient involvement reported.